Event description:
Patient reported "right side deflation." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Patient reported, "right side deflation". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases, one extended opening and wear abrasion. A microscopic analysis and leak test were performed which identified, void >1 mm in non-textured, valve-to shell-bond area, one opening striated and one opening crease smooth. Fill inspection was performed and identified, no blockage in the valve. Based on the device analysis, the final assessment is: one opening crease smooth in the side radius assessed, as fold flaw opening. One opening striated in the side radius assessed, as surgical damage.